Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was re-admitted to the hospital after implant for a micro perforation from the right ventricular (rv) lead. No pericardiocentesis was done and the patient was discharged with a diagnosis of pericarditis. No further patient complications have been reported as a result of this event.